Manufacturer narrative:
(B)(4). The device has not been returned; therefore, an event cause could not be determined.

Event description:
Medtronic received a report that the mirage guidewire was loaded into the apollo microcatheter. While pushing the mirage further the detachable tip of the apollo microcather became detached from the catheter. The apollo microcatheter was not used. No patient injury was reported as a result of this procedure.